Event description:
There were two similar events involving the nava catheter. In the first event, the catheter had to be replaced due to an a-sync reading, after troubleshooting. The nava catheter appeared to have outer sheath bubbling. In the second event, the ventilator was not being triggered as expected while in nava mode. In both events, the nava catheters involved were from the same lot number and were thought to possibly be defective.